Event description:
The report stated that upon activation during a procedure, four devices produced a flame and smoke near the activation button. The area under the activation button was blackened. Another device was used to complete the procedure without incident. There were no injuries to the patient or operating room staff as a result of the incident. Only one incident sample was saved by the hospital. We are waiting for it to be returned for evaluation. Additional devices used in the same surgery can be found on 1717344-2008-00599, 1717344-2008-00604 and 1717344-2008-00606.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. We were informed that at least one device was reprocessed by being soaked in disinfectant three to five times. Other devices may also have been reprocessed.